Event description:
An x-ray was done which showed the catheter had come off & traveled through the vein, passed through the heart & was headed toward lung. The catheter was retrieved without further complications.